Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One volt pfa, sensor enabled catheter was received for evaluation. The device was returned due to a balloon leak, difficulty inserting/removing, and spline detachments. Splines 3 and 4 were fractured at the distal crown of the basket assembly, pieces of the splines can be observed within the distal crown, consistent with the reported spline issues. The balloon assembly was fully submerged underwater, and a vacuum was able to be held with a syringe, no fluid leak was noted. Additionally, while the balloon assembly was still submerged, it was filled with air, no evidence of air bubbles was noted. No evidence of a leak was detected. The volt catheter was inserted and removed from a stock 13f agilis with no anomalies and minimal resistance due to the fractured splines was felt. The eeprom read normally with no anomalies noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached spline remains unknown.

Event description:
During a pulmonary vein isolation procedure for atrial fibrillation using pulsed field ablation (pfa), two splines were noted to have fractured. At the end of the procedure, resistance was encountered while retracting the catheter balloon into the agilis sheath. Following removal of the volt catheter, inspection revealed that two splines were fractured on the distal portion of the catheter. The physician reported that there were no adverse consequences to the patient.